Event description:
It was reported that the paramedics were called and treated the customer's low blood glucose. The blood glucose reading was 39mg/dl. The customer also reported that the insulin pump alarmed during manual prime. Troubleshooting was performed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.